Event description:
It was reported to philips that the system failed to expose due to a communication error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconnected the network cable, replaced the frontal flat detector controller and frontal ip-pc, and reinstalled ippc software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).